Manufacturer narrative:
The revision surgery was investigated in (B)(4). During the revision surgery, the surgeon attempted to implant one of three new liners into the existing shell and two attempts failed and are investigated in (B)(4) respectively. The third liner was successfully impacted into the existing shell. The device was returned to djo surgical for examination. The returned liner was inspected. The liner has the current style snap retaining feature and both snap features are heavily damaged. The liner has significant impact marks about the perimeter near the scallops and gouging to the outside curved face that engages the shell. This indicates significant force was applied to the liner in an attempt to seat the item in the shell. The print of the shell used in the original surgery in 1998, was reviewed. The porous acetabular shell snap retaining feature is different than the current design. This explains why the surgeon was unable to engage to the poly liner into the shell. The shell in the original surgery was released from design in (B)(6) 1995, and was released from manufacturing on (B)(6) 1995. The product complaint report history shows that there are no prior complaints against this part number. The root cause for not snapping in is the shell in vivo was a different (old) design that accepted a different locking feature and had different feature dimensions. The design is from 1995 and is no longer being manufactured. The current design incorporates a different snap retaining feature.

Event description:
During the revision surgery, there was an attempt to implant one of three new liners into the existing shell and two of those attempts failed. The third liner was successfully impacted into the existing shell.